Event description:
It was reported to technical services on (B)(6) 2011 that this ra lead had some undersensing. The sensitivity was increased. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).